Event description:
The patient had primary knee surgery using a competitor product. On (B)(6) 2025, the patient was revised to medacta implants. On, (B)(6) 2025, the patient came in due to pain and feeling unstable and the cause is unknown. The surgeon upsized the poly and patella, implanting thicker implants. The surgery was completed successfully. Upon removing the poly, the surgeon removed multiple osteophytes due to patient pathology and cement chunks (competitor cement).

Manufacturer narrative:
B5 updated.

Manufacturer narrative:
Batch review performed on 6 november 2025: gmk-spherika 02.12.e0313fr gmk-sphere tibial insert e-cross - flex 3r - 13mm (k202022) lot 2319578: (B)(4) items manufactured and released on 14-aug-2023. Expiration date: 2028-jul-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.15.e029 moto patella e-cross d 29 (k213071) lot 2418507: (B)(4) items manufactured and released on 14-aug-2024. Expiration date: 2029-jul-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised poly height and upsized the patella which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had primary knee surgery using a competitor product. On (B)(6) 2025, the patient was revised to medacta implants. On, (B)(6) 2025, the patient came in due to pain and feeling unstable and the cause is unknown. The surgeon upsized the poly and patella. The surgery was completed successfully. Upon removing the poly, the surgeon removed multiple bone spurs and cement chunks.